Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose and needed to be held in place in order for the pump to charge. There was no reported adverse impact to the customer's blood glucose level (bg). The customer declined to provide further information regarding the event.